Manufacturer narrative:
As reported by the affiliate, percutaneous coronary intervention (pci) was performed with two stents in the left anterior descending artery and one into the mid circumflex. The pt returned to the hospital eleven months later, due to continuous pain. An angiogram was performed which showed diffuse stenosis in the mid right coronary artery (rca) and stenosis in the proximal left circumflex. While implanting a 3.5x18mm cypher stent and a 3.0x18mm cypher stent in the rca and one into the left circumflex, thrombus occurred. The operator administered reopro and began cardiopulmonary resuscitation in order to stabilize the pt. The procedure began around 2:17pm and ended around 3:50pm. At 4:45pm, after stabilizing the pt's condition, the operator attempted to remove the thrombus by using the thrombostat. However, this was unsuccessful and the pt's condition worsened. Ultimately, all devices were removed from the pt and she was transferred to the critical care unit to recover. The pt expired due to cardiac arrest. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info has been requested and will be submitted within thirty days upon receipts. This is one of six products associated with the reported events that were submitted under the following mfg numbers 9616099-2007-00943, 9616099-2007-00944, 9616099-2007-00945, 9616099-2007-00947, 9616099-2007-00948, and 9616099-2007-00949.

Event description:
Percutaneous coronary intervention (pci) was performed on two lesions ,and three cypher stents were deployed. Eleven months later, the pt returned to the hospital and an add'l pci was performed. During this procedure, thrombus was found, but it was not successfully treated. The pt subsequently expired.